Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]]; [I have another alaris pcu with serial # (B)(4) that is unable to recognise pumps connected on the right-hand side, I did not find any physical damage on the case and the connector, tried checking it with alaris system maintenance if it can detect any pump connected but it fails.]. There was no reported patient involvement.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: disregard the initial report MFR report. After further review of the file it was determined that this file is not a reportable complaint and the MDR was submitted in error.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[I have another alaris pcu with serial # (B)(6) that is unable to recognise pumps connected on the right-hand side, I did not find any physical damage on the case and the connector, tried checking it with alaris system maintenance if it can detect any pump connected but it fails.]. There was no reported patient involvement.